Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having pump error 82 alarm on event date of (B)(6) 2021. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No vibration during selftest. Successfully downloaded history files and traces using thus. Pump error 82 alarm was present in the history file on event date of (B)(6) 2021 20:31:36.000. The unit was cut open and during visual inspection of the electronics found slightly melted flex tail traces on the lcd assembly which caused the traces to become discolored. The motor was tested outside of the device on the stb3 station and passed. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, corrosion on battery tube and scratched case. Pump error 82 was not confirmed during testing. Unit confirmed for no vibration due to severe corrosion on vibrator motor. Confirmed for slight melting of lcd assembly flex tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had the task did not grant motor power in reasonable time alarm. Customer stated they were able to clear the alarm but they did not receive request to rewind insulin pump. Customer stated fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.